Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire tip detachment occurred. The target lesion was located in the lower leg. A pt2 light support 300cm j-tip guide wire was used to access the base ("foot"). During the procedure, the tip of the guide wire formed a loop. While removing the device, 1.5-2cm of the guide wire tip detached. The device fragment was successfully retrieved and the procedure was completed with another of the same device. The patient was reported to be stable following the procedure.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire tip detachment occurred. The target lesion was located in the lower leg. A pt2 light support 300cm j-tip guide wire was used to access the base ("foot"). During the procedure, the tip of the guide wire formed a loop. While removing the device, 1.5-2cm of the guide wire tip detached. The device fragment was successfully retrieved and the procedure was completed with another of the same device. The patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer - device presents a damage on the distal tip. Fracture was located on the distal tip, approximately at 298.4cm from the proximal end. All outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4)

Manufacturer narrative:
(B)(4).